Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on november 12, 2020, it was decided to add patient code 1800 (cyst(s), formation of), to more accurately capture the reported event: right breast benign 5 by 4 by 5 cyst. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with a 480cc mentor memorygel breast implant on the right side, suffered right breast implant rupture, post-procedure. The rupture was diagnosed via MRI. As a result, the patient underwent unilateral removal and replacement with a 480cc mentor memorygel breast implant (catalog: 3505480bc lot: 9430652 sn: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also had an ultrasound taken on (B)(6) 2020, which found a hypoechoic area on the right breast. This prompted for the MRI taken on (B)(6) 2020, which ruled out this hypoechoic area as a result of the extracapsular rupture on the right breast. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual inspection, the device was found to be ruptured, it was received in three pieces. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).